Event description:
The st. Jude medical representative reported that the ICD was not sensing intrinsic signals on the bipole channel. Real time electrograms displayed a flat-line with pacing outputs displayed, however, the far-field signal displayed tachycardia with asynchronous pacing.